Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection observed that the pigtail was broken. Moreover, the device has three additional holes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the distal tip was separated. A 12 flexima¿ apd¿ was selected for treatment. Upon unpacking, it was observed that the distal tip of the device was broken. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.

Event description:
It was reported that the distal tip was separated. A 12 flexima¿ apd¿ was selected for treatment. Upon unpacking, it was observed that the distal tip of the device was broken. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.